Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a variceal banding in the esophagus, performed in 2009 (pt's age is unk. According to the complainant, during the procedure, when they went to deploy a band, the device misfired. The pt was re scoped and the case was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as no complications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding in the esophagus, performed on (B)(6), 2009 (patients age is unknown, however it has been reported as the patient is over (B)(6); patient gender and weight are unknown). According to the complainant, during the procedure, when they went to deploy a band the device misfired. The patient was re scoped and the case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as no complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. .

Manufacturer narrative:
A visual examination of the returned device found that the trip wire was properly cinched into the handle slot, and properly wound around the drum. The deployment thread was intact, there were no bands remaining on the ligator head and the ligator showed no tooth damage. Functionally,the handle knob was able to turn and produced an audible sound at each complete turn. Therefore, the root cause can not be determined. (B)(4)